Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open foil, two paper lids, one empty winding former one needle-suture piece and one suture piece were received for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The received suture pieces were inspected, and no breakage suture was observed. Even though the extremes were noted to be cut and damaged (crushed) on the surfaces and on one extreme probably caused by a surgical instrument. Furthermore, body fluids were also observed on the sutures. As per the returned conditions of the sample, no functional test was performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: ¿ when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on patient d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During surgery, the threads from four foils broke. It was very unpleasant for the doctor but no patient outcome. No information about the surgery was provided. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.